Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00033: a facility reported that during an unspecified case, the mayfield spine table adaptor metal (a2600m) slipped, resulting in injury to the patient. Additional information has been requested.

Manufacturer narrative:
The mayfield spine table adaptor metal (a2600m) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -evaluation of the returned unit was unable to duplicate slippage; the handle locks into position and holds up to 30ft. Lbs. Without slipping. However, the unit is nearly 3 years old and has never been serviced; therefore, it is recommended that the unit receive preventive maintenance (pm). To resolve wear issues found, the 6in transitional, shock cushion and label will be replaced along with general cleaning and maintenance performed. Further, the unit was sent to quality engineering for further investigation due to reported injury, and the initial findings were confirmed by quality engineering (unit was in worn condition with wear/cosmetic damage visible on the unit). No additional device deficiencies were observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint as slippage could not be duplicated. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.